Event description:
On (B)(6) 2012, the patient claimed that the pump locked without button presses. The patient reported that multiple attempts to unlock the pump were made using the correct steps. According to the patient, these attempts were unsuccessful, and the patient removed the battery to unlock the pump. The patient alleged that the pump locked itself again after the unlocking occurred. The patient said a backup plan was initiated after these reported events. The patient denied previous issues with unresponsive keypad buttons or denied damage to the keypad, and said that there was no visible moisture in the pump. This complaint is being reported because the keypad unresponsiveness could not be resolved at the time of the contact.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 . Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings. Review of the black box and download history revealed no activity outside normal use. On examination, the keypad was noted to be torn at the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, none of the keypad buttons on the keypad were responsive and testing was not able to proceed past the verify screen. The audio bolus button was also not able to be tested. The keypad cover was removed for investigation and revealed green contamination under the contacts of all the keypad buttons.